Manufacturer narrative:
Though the device is not returned a product investigation has been performed for this device based on the information provided by the customer. This supplemental report provides this information. Please see updates to section d10, g4, g7, h2, h3, h4, h6 and h10. The device involved in the reported event was not made available for investigation. As reported, the insulation beak broke off into the patient¿s bladder during a procedure. Based on the error description and the error phenomenon, it is likely that the insulation tip's fracture was caused by mechanical thermal influence. It is very likely that a vertical stress developed in the insulation insert before the ceramic beak completely broke off. Unfortunately, it cannot be determined with certainty, whether the resection sheath had been previously damaged or any damage on the ceramic insulation was caused during last reprocessing or the damage occurred during the reported event. The IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. In case of unknown location of the fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization. Manufacturing and quality control review was performed for the affected lot and found no non-conformities or deviations regarding the described issue.

Manufacturer narrative:
Due diligence for additional information was executed. There is no additional event or patient information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a transurethral resection of a prostate the tip of the device broke and fell into the patient. The surgeon was able to retrieve the broken piece of the scope with a grasper. There was no reported adverse impact to the patient.